Manufacturer narrative:
Device is a combination product. (B)(4). Stent delivery system (sds) was returned for analysis. A visual examination of the stent found that stent struts on the first two proximal rows were lifted and pulled distally. The crimped stent od (outer diameter) of the undamaged distal section of the stent was measured and was within maximum crimped stent profile measurement. The balloon body was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination found that the bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2017. It was reported that crossing difficulties were encountered. The 88% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). After pre-dilatation was performed with a 20 x 15 balloon catheter, a 2.75 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.